Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report. (B)(4): device will not be returned.

Event description:
It was reported that the sales rep received a phone call that the patient returned to the clinic for a follow up visit and the surgeons' assistant stated the surgeon replaced the broken pin to rod clamp with a new one.